Event description:
The customer alleged the ventilator's pressure would not reach it's expected 30 cmh2o anymore. A scheduled "pm" was also needed. During incoming evaluation, it was found that the volumes were low and the bpm rate was out of specification. The nellcor puritan-bennett factory service technician (npb fst) could not verify the reported pressure problem. He inspected the device and replaced the cup seal as a precautionary measure. The bpm rate was adjusted to bring the bpm rate back into specification. The unit passed extended service final testing. No patient harm was verified. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.